Event description:
Reporter indicated that he received high lead impedance during multiple system diagnostics tests during a patient implant procedure. Troubleshooting did not resolve the issue. Reporter additionally indicated that "the positive electrode appeared to be abnormal" because "the electrode size appeared larger than the other electrodes when he removed the lead from the sterile packaging." He then reported that it looked as if the positive electrode was not making a good connection with the nerve compared to the other two electrodes." Lead was then replaced during same procedure and returned to manufacturer for analysis. During analysis, measurements of the inner diameters performed on the electrodes showed that the diameters of both of electrodes did not meet manufacturer specification of approximately 50-60% of the circumference. It was additionally determined that due to the actual condition of the lead, it is unknown whether this condition was present prior to manipulation of the lead by the physician.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Operative notes for the (B)(6) 2005 vns implant surgery were received to the manufacturer. After diagnostics testing noted high lead impedance, it was decided 'this lead is not a good lead' and it was not implanted. The surgeon also noted 'it had been apparent from the onset the coils were not in contact with the nerve and that this may have been a defective lead.' A new lead was used without issues.